Manufacturer narrative:
A ge service representative performed an onsite investigation and the mainframe power supply was adjusted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system stopped producing x-rays and that the mainframe displayed a communication error message. The error message persisted despite a reboot. No pt injury was reported.